Event description:
Device malfunction: filter basket retrieval failure. Time of malfunction/symptoms/ae: during the procedure. Symptoms/ae: filter removed surgically. It was reported that during a left common carotid artery stenting procedure, after the stent had been deployed, the embolic protection device (epd) could not be retrieved and remained in the artery. Reportedly, during the retrieval attempt, different retrieval catheters were unsuccessfully used; the epd would not come out through the stent. The pt was sent to surgery where the epd was found to be "inseparable from the stent." The epd and stent were removed and an endarterectomy of the left common and left internal carotid arteries was performed. A dacron patch was sutured into the arteriotomy. The pt tolerated the procedure well and there were excellent pulses in both the internal and external carotid arteries. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.